Event description:
A consumer reported the patient used their patient programmer (pp) on (B)(6) 2016 and turned stimulation on and felt a surge for a little bit, and then it stopped. It was reviewed with the consumer that if the patient didn't turn the amplitude down to 0.0 volts before turning stimulation on it would ramp up to the setting quickly and could be undesirable. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.